Event description:
Device malfunction: suture mislocation. Time of device malfunction: after vessel closure. Symptoms/ae: absent limb pulse, surgical repair. It was reported that a physician trained in the use of the perclose proglide device, achieved arteriotomy of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, after arteriotomy closure, a pulse was not felt in the limb. Exploratory surgery revealed that the suture was deployed through the posterior wall of the artery. The artery was surgically repaired and sutured to achieve hemostasis. There were no other reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Improper method - patient selection. The perclose proglide instructions for use state under "special patient populations, the safety and effectiveness have not been established, in patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site."